Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, it was reported that the patient's blood glucose reading was 40 mg/dl with no additional signs or symptoms of hypoglycemia. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and remained on the complainant pump. Troubleshooting by customer technical support determined that the basal insulin delivery matched the programmed amount. However it was reported by the patient that there was an extra bolus on (B)(6) 2017 at 10:52 am of 5.57u. This complaint is being reported because of the possibility that a malfunction or use error of the pump contributed to a hypoglycemic event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/11/2017 with the following findings: review of the pump history revealed the pump was manually suspended on (B)(6) 2017 at 19:58; deliveries never resumed. The pump history further revealed a fully delivered 2.75 unit normal bolus on (B)(6) 2017 at 10:52. The pump was manually suspended and manually resumed several times on (B)(6) 2017. On investigation, the pump was powered on and exercised for 24 hours without any unprogrammed boluses being delivered or recorded in the pump¿s history. Investigation did not duplicate the complaint. Manual boluses were performed and recorded appropriately in the pump history. There were no hypersensitive or ¿stuck¿ keypad buttons noted. The total daily dose amounts added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Unrelated to the original complaint, the display screen was noted to be dim/faded/discolored.